Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. It was also reported that the patient had sepsis. In addition, this pacemaker was then used as an external temporary pacing device until a new system will be implanted. There were no additional adverse patient effects reported. The pacemaker remains in service.

Event description:
Additional information indicates that the pacemaker is no longer in service as new system was implanted. No additional adverse patient effects were reported.